Manufacturer narrative:
During inspection and testing, the coating of the insertion section was peeling due to deterioration. The reported event (leak) was confirmed during inspection and testing. The channel leaked due to perforation caused by accessories. In addition, the adhesive on the bending section cover was chipped, angulation was insufficient, forceps could not be inserted due to buckling and deformation of the channel, the insertion section was crushed, the video cable was crushed due to external factors, and the connector was corroded due to water leakage. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the scope was leaking. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the coating was peeling from the insertion section. This report is being submitted for the malfunction found during evaluation (peeling coating). There was no harm or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is recommended that the user facility be instructed on handling methods of the device, such as usage environment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct information provided in the follow-up report. (B)(4) however, device history record was unable to be reviewed and it was inadvertently selected. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device.